Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the reported problem. Upon further testing, the downstream occlusion (dso) seal was found to be delaminating. The dso seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had missing battery separators. The device evaluation noted downstream occlusion seal delaminating.